Event description:
It was reported that the patient's blood pressure dropped. An echo cardiogram revealed the lead had perforated the patient and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.